Event description:
The customer reported an issue with the pump as the cartridge was not fully snapping into place. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area and then reload the original cartridge, which was successfully reloaded. The customer was able to resume insulin therapy without further issues.